Event description:
I was sent to x-rays, CT scan and mris in 2007 on several occasions and in (B) (6) 2007, I started to feel very weak and I couldn't do surgery to my nose needed since (B) (6) 2006. The surgery was postponed unnecessary for more than 9 months and all of a sudden on (B) (6) 2007, the insurer hereford insurance and the lawyers from (B) (6) office and dr (B) (6) wanted me to do the surgery as quickly as possible. I requested a blood test due to the weakness I experience and the fact I suspected that the x-rays, CT scan and the mris I was exposed to are the cause of this weakness and starting (B) (6) 2007, my limbs started to swallow and I experienced a huge pain I never had in my life, and is important to mention as this wasn't a pre-existing condition in any way, was inflicted through the tested ordered by he insurer and doctors pretending to help me as radiation. The pain kept me in bed and still keeps me in bed unable to perform the daily task needed to live. It looks that (B) (6), the CT scan and mris tests provider is an negligent as the doctors which by my feelings are working together to kill not to heal the pts because, those are the results and the results are speaking for its self. Radiation is something I never used in the past and the change in my medical condition was so dramatically bad in a short time after those tests that by knowing my body reaction to the exposure of normal life events which never made me suffer as much as of now. Brings to my mind, the radiation exposures as the cause of my suffering. More details can be provided up on request. I was very close to die since 2007, in numerous occasions and nobody took responsibility or tried to help medically. Definitely the CT scans, mris and x-rays tests are the cause of my suffering through radiation. CT scan machine, mris machine at (B) (6) locations in (B) (6).